Event description:
Momentary noise seen on ff and rv lead. Inappropriate vf detections seen with no inappropriate therapy delivered. All lead diagnostics within range and stable. Unable to reproduce noise at follow-up with provocative maneuvers. Possible emi. Will continue to monitor lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.